Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "rupture confirmed via MRI and capsular contracture, baker grade unknown." Healthcare professional later reported "capsular contracture, baker grade IV." This record is for the left side. Device was explanted and replaced.

Event description:
Healthcare professional reported, "rupture. Confirmed via MRI. And capsular contracture, baker grade unknown". Healthcare professional, later reported, "capsular contracture, baker grade IV". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and device rupture.